Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient recently had a cardioversion performed while the vns was still programmed on. Since then the patient has reported neck pain and shortness of breath with stimulation. The patient's device was disabled and it is hard to interrogate due to the adverse events being experienced. The patient has been referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient's device was interrogated in pre-op and all values were within normal limits, 2200 ohms. The device was turned back on and the patient did not experience any pain but had voice changes with stimulation to indicate that it is working. As the patient was no longer feeling any pain the surgeon decided to cancel to the surgery as the device was working within normal limits and there was no pain, the generator was left on and programmed back to the patient's old settings.